Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the surgeon felt ¿discomfort¿ when using large suturecut needle driver (lsnd) instrument. Lsnd instrument cable was found broken upon visual inspection. The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was an issue related to opening/closing of the grips. There was no issue related to left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No fragment fell into the patient. Post-operative tests such as x-rays or ultrasounds were performed after the surgery to confirm no broken piece falling into patient. The lsnd instrument moved non-intuitively. The movement detail was not known. The procedure was not delayed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.